Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further specified as the patient made a mistake. The same day as event onset, the patient was hospitalized for the event. On an unreported date the patient began treatment for the peritonitis with injection ceftazidime, 1 gram, once daily for 15 days and injection vancomycin, 1 gram, every fifth day for 14 days (routes were not reported). At the time of this report, the patient outcome was unknown. Dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
On an unknown date, the patient was discharged from the hospital. On an unreported date, the patient was recovered from the peritonitis and the antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.